Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to possible early battery depletion. It was also reported that the patient's left ventricular (lv) lead has chronic high pacing thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted 2013 (B)(6). (B)(4).